Event description:
It was reported that the patient experienced ineffective therapy and one lead migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein only a portion of the lead was able to be explanted. Therapy was restored post procedure. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10049942.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.